Event description:
It was reported that the patient experienced a loss in therapeutic effect. The patient was reported as "doing very well" and was able to ambulate on their own until about three weeks ago. Patient had cardiac radio frequency (rf) ablation three weeks ago. After the procedure, the patient's original dystonia symptoms returned, and they were unable to walk on their own without support. It was unknown if the implantable neurostimulator (ins) was off during the rf ablation procedure. Since the procedure, the patient had "no new deficits or issues." In addition, impedance measurements were "somewhat elevated" from past measurements. The patient was hospitalized for three days so that reprogramming could be attempted, however the reprogramming "did not help." It was noted that the patient was not "getting any side effects or adverse stimulation" when voltage and pulse width were increased. No falls or traumas were reported with this event. X-rays and CT scans were negative as system "appeared intact." It was stated that the patient had been falling over, needed more support, and was using a wheelchair since the procedure. It was also noted that the patient had a "delayed" response to therapy. Two days later, it was confirmed that the ins was off for the rf ablation procedure. It was mentioned that "it was a difficult and high risk lead placement so they did not want to go back in to change out leads if possible." Changes in the patient's status were unknown. The following day, it was noted that the patient was going to see the doctor on (B)(6). There were no reported changes in the patient's status. Follow up information was requested, but not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37651, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # 21952000,1 implanted: (B)(6) 2010, product type accessory; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v556377, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot # v556377, implanted: (B)(6) 2010, product type lead.